Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence however after further review it was determined that a reportable event had not occurred.

Event description:
It was reported by the customer, at 16:00 on (B)(6) 2024 the doctor ordered the pcc to be inserted, the catheter was successfully placed, and a chest x-ray examination was performed. There is a problem with the product packaging process, and the number of items and accessories is not checked. There is a possibility of accidentally losing accessories during treatment operation of personnel. Replace the spare connector for patient treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, (B)(6) 2024 at 16:00 pm doctor's orders for placement of PICC, placement of the tube went smoothly, performed a chest x-ray, returned to the ward to complete the follow-up operation to open the connector, found that the connector is missing, immediately replaced the spare connector, informed the nurse manager. No other information was provided.